Event description:
A 24mm diameter x 14mm diameter x 13.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Vessel tortuosity was reported to be moderate with moderate calcification. Aneurysm morphology is unknown. During the implant procedure, the stent graft was dilated with angioplasty balloons. No complications were reported during the implant procedure. 3 months later the pt presented with a cold right leg and acute thrombosis. A kink in the stent graft was reported at the distal bifurcation. It was reproted that the kink and consequent thrombosis may have been caused by aneurysm remodeling. A thrombectomy was performed of both iliac arteries, and a stent was placed within the right limb of the stent graft and at the distal bifurcation. No add'l clinical sequelae were reported, and the pt is reported to be fine. Films have been received, and have been evaluated by an independent consultant physician. The physician confirms the presence of a kink in the right limb of the stent graft at the aortic bifurcation with severe thrombosis of the right limb of the stent graft. Post-procedure, the limb is widely patent.